Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 30-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, dilaudid, and baclofen via an implantable pump for non-malignant pain. It was reported that the patient called in to reiterate information as documented in (B)(4) regarding problem with the catheter leaking resulting in catheter revision. They mentioned they are worried something like that had happened again because they were in a car accident in september and "since then I've felt iffy". They went to their healthcare provider (hcp) today to see what they have to do as far as dye study or what to do to see what's going on. The patient stated the hcp didn't do anything and told the patient to call pentec who fills the pump at the patient's home. Pentec told the patient they don't do dye studies. The patient called a surgeon who told them they don't do dye studies, so the patient asked what to do. Patient services redirected them to hcp for further assistance. The patient later requested a physician listing to be sent; a list of hcp's was sent to them.